Manufacturer narrative:
Corrected data from initial report: the initial MDR 2520313-2020-00021 was submitted with UDI number (B)(4) selected in section d4 in error. The correct UDI number is (B)(4).

Manufacturer narrative:
Bayer service visited the customer site and performed a system checkout. The injector was found to perform to specifications. The disposable information has been requested from the customer; however, no response has been received. An offer for additional applications training was made with no response at this time.

Event description:
The site reported the following: a patient was undergoing a tavr procedure and suffered an air injection while connected to the arterion injector system. The amount of air is unknown. The patient was reported to experience changes to their EKG, blood pressure, and oxygen saturation. No further details have been provided by the customer site following multiple attempts to obtain additional information.